Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing there was wear and tear in the product port of the cystonephrovideoscope where the camera is put in. There were no reports of patient involvement.